Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the video system center had switch and connector failure. There was no procedure that was involve. The patient was not under anesthesia. And there were no reports of patient injury or harm.

Manufacturer narrative:
This supplemental report is being submitted, to provide the results of the legal manufacturer's final investigation. Correction is being made to previously submitted g3: date received by manufacturer. The correct date was 04/19/2024. H6: medical device problem code of 2900: connection problem did not apply to this event. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. It has been over 12 years, since the subject device was manufactured. Based on the results of the investigation, it¿s likely, that the reported issue occurred, due to the failure of the scope connector. However, the specific root cause of the defective scope connector cannot be determined. Olympus will continue to monitor field performance for this device.

Event description:
It was observed, during the device inspection. That the video system centre exhibited no image, due to a defective scope connector. There were no reports of patient involvement.